Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg became unable to communicate with external device. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken at a later date to address the issue.